Manufacturer narrative:
A getinge field service engineer (fse) observed no problems. Unit passed complete pm with full calibration, functional, and electrical safety tests to factory specifications. Unit is cleared for clinical use and returned to customer. Patient involvement is there, no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit did not augment ECG trigger. There was no patient harm reported.